Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 629b04) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced anaemia ("anemia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headaches"), hormone level abnormal ("hormonal change") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy in (B)(6) 2008). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia and hormone level abnormal outcome was unknown and the anaemia, dysmenorrhoea, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received:the event abnormal vaginal bleeding, menorrhagia, dysmenorrhea, fatigue, hormonal change, cramping added.reporters,lot number,events outcome added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 629b04-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced anaemia ("anemia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headaches"), hormone level abnormal ("hormonal change") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy in (B)(6) 2008). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia and hormone level abnormal outcome was unknown and the anaemia, dysmenorrhoea, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 15-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 629b04-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced anaemia ("anemia"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headaches"), hormone level abnormal ("hormonal change") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy in (B)(6) 2008). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia and hormone level abnormal outcome was unknown and the anaemia, dysmenorrhoea, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of FDA codes. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headaches") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy in (B)(6) 2008). At the time of the report, the pelvic pain, genital haemorrhage, migraine and anaemia outcome was unknown. The reporter considered anaemia, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.